Event description:
Pt complained of painful hardware. Screw was noted as being prominent and upon pt request, screw and plate were removed. No additional hardware was implanted. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.